Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 04.027.054s, lot 75p5266: manufacturing site: bettlach. Release to warehouse date: november 12, 2020. Expiry date: november 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances were identified. H3, h6: a product investigation was completed: an pfna-blade was returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection and functional test of the returned device. The pfna-blade was returned in a dismantled condition. The visual inspection has shown that the blade lips are strongly damaged and stripped. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. The device was reassembled before the functional check could be executed. The function test was conducted with a demo impactor with the result that the blade could be locked/unlocked as per design intended. The complained malfunction of "the blade interfered with the nail hole" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No non-conformances (nc's) were generated during the production of the lot in question. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The complaint is confirmed as the returned pfna -blade has shown that the lips are strongly damaged. After reassemble of the article the functional test has shown that the blade is functional as required. Finally we are based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that there was a mechanical complication during the insertion that caused this problem. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues of pfna blade interfered can be made. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture. During the proximal femoral nail antirotation-ii (pfna-ii) blade insertion, the blade interfered with the pfna-ii nail hole and the blade was broken. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: pfna-ii nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l95 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.